Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it currently remains implanted. The investigation is in process. Once the investigation is completed, a follow up MDR will be submitted. Concomitant medical products: item number: 00-8018-028-03, item name: versys femoral head, lot #: 60346337; item number: 00-6105-050-28, item name: trilogy liner, lot #: 60373580; item number: 00811400000, item name: cpt femoral stem, lot #: 60352485. Foreign complaint source, complaint was reported by (B)(6). Multiple reports submitted: 0002648920 - 2018 - 00069, 0002648920 - 2018 - 00068, 0002648920 - 2018 - 00071.

Event description:
It was reported that patient lost greater than 1250 ml of blood during a revision procedure. No intervention was reported and the procedure was completed successfully. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of the provided surgical notes. DHR was reviewed and no discrepancies were relevant to the reported event found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.